Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with moderate tortuosity, mild calcification and 85% stenosis, pre-dilatation was performed with a 2.0x10 balloon. A 2.75x33 rx xience prime stent delivery system (sds) was advanced and deployed; however, a proximal dissection occurred. The 2.75x33 rx xience prime sds was withdrawn from the patient anatomy and a 3.5x12 rx xience v stent was advanced and implanted to treat the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. A cine review of the procedure revealed images consistent with a stent edge dissection and the reported treatment of the dissection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.